Manufacturer narrative:
The allegation of the lift leg being bent was confirmed by the technician who evaluated the lift. The underlying cause of the bent leg could not be definitively determined. However, the reported issue is consistent with a failure mode that was previous investigated. The investigation found that the root cause of the leg being bent was lack of material specifications for lift leg assemblies. Corrective actions were implemented to update the material specifications. The lift is past its end of life of 8 years. This device was manufactured by invacare (B)(4). However, (B)(4) is no longer in business and the medwatch is being filed to invamex.

Event description:
During preventative maintenance service of the lift, the technician stated the leg was bent and the lift cannot be used. Lift taken out of service.